Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device evaluation confirmed the number 3 and 6 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the number 3 key will occur following the selected key's function (e.g. When the number 3 key is pressed 13 will be displayed. When in alphabetic mode and the "abc" key is selected, "ag" will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxters device evaluation, the device was found to display incorrect keypad entries. There was no patient involvement.